Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely the peeling wear of the tissue pad occurred by the following mechanism: 1. The tissue pad was worn and peeled off as ultrasonic output was applied with the grasping section closed and no tissue grasped, including post-transection. 2. Due to the tissue pad, the grasping section came into contact with the distal end of the probe. 3. Ultrasonic output was activated under the condition described in item 2, resulting in contact marks on both the distal end of the probe and the grasping section. This led to a probe damage error that occurred. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited the tissue pad peeling. There was no patient involvement.